Event description:
The customer stated that she opened 2 new cartons of test strips and found the caps open on both bottles. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture may cause high results. Replacement test strips were sent to the customer.